Event description:
It was reported that a perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage occlusion (laao) closure procedure, a versacross connect laac kit was selected for use. The physician went transseptal using the versacross connect with trusteer sheath and after crossing into the left atrium, it was noted that there was a pericardial effusion. The physician decided to abort and reverse the heparin on board. It was decided to place a pericardial drain and 250ml bright red blood was drained off. The drain was left in place and the patient went to post anesthesia care unit. After another echo imaging was performed, the patient went to surgery to clip the left atrial appendage (laa) to control the bleeding. The patient is currently stable and recovering. The patient has since recovered and been discharged. The device is not expected to be returned for analysis (disposed). In physician's opinion, is possible the issue was from the sheath crossing the septum and perforating the la.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.